Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a battery out limit alarm. The blood glucose reading was 200 mg/dl. She reported that the insulin pump alarmed after a battery change. Nothing further was reported.